Event description:
Note: this report pertains to one of two devices used together. Manufacturer report # 3005099803-2011-03432 addresses the other device. It was reported to boston scientific corporation that an endostat iii electrosurgical unit and an endostat foot switch were used (it is unknown if the devices were used during a procedure). According to the complainant, the system failed to deliver energy. The complainant also stated "cut in and out," but clarification to this statement has not yet been received. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Reported event: system failed to deliver energy. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.